Event description:
This unsolicited case from united states was received on 23-nov-2016 from a physician. This case concerns (B)(6) female patient who received treatment with synvisc and later few weeks after starting treatment had right knee pain, right knee swelling and effusion. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml (batch/lot number: expiration date, frequency: not provided) for osteoarthritis. On (B)(6) 2016, the patient received second synvisc injection. On (B)(6) 2016, the patient received third synvisc injection. On an unknown date in (B)(6) 2016, a week after her third synvisc injection, the patient experienced right knee pain and swelling. It was reported that 30 ml of mildly turbid fluid was removed from the patient's right knee (right knee effusion) and an injection of cortisone was administered. Corrective treatment: cortisone injection for right knee pain and swelling; 30 ml of mildly turbid fluid removed, injection of cortisone for right knee effusion. Outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required seriousness criteria: required intervention for all the events. Follow up information was received on 16-dec-2016. Global ptc number was added. Text was amended accordingly. Additional information was received on 03-jan-2017: batch/lot number was updated from (B)(4) to unknown. Ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on (B)(6) 2016 from a physician. This case concerns (B)(6) year old female patient who received treatment with synvisc and later 15 days after starting treatment had allergic reaction and after few weeks had right knee effusion. No past drug or concurrent condition was provided. Patient had history of knee surgery and hysterectomy. Patient had no known drug allergies. Concomitant medication include back injections: celecoxib (celebrex), fentanyl, oxycodone hydrochloride/ paracetamol (percocet), ibuprofen (advil) and tizanidine hydrochloride (zanaflex) on (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml (batch/lot number: 6rsp005b and expiration date: apr- 2019, frequency: not provided) for osteoarthritis. On (B)(6) 2016, the patient received second synvisc injection. On (B)(6) 2016, the patient received third synvisc injection. On (B)(6) 2016, 15 days after receiving the first synvisc injection, the patient experienced right knee pain and swelling the following days (allergic reaction). On an unknown date in (B)(6) 2016, after few weeks of receiving first synvisc injection, it was reported that 30 ml of mildly turbid fluid was removed from the patient's right knee (right knee effusion) and an injection of cortisone was administered. On (B)(6) 2016, patient recovered from the event of right knee pain and right knee swelling. Patient had no laboratory tests done for the problem. Corrective treatment: a 30 ml of mildly turbid fluid removed, injection of cortisone for both events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot 6rsp005b expiration date (04/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot # frequency analysis for lot # 6rsp005b no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 21-apr-2017, there are 7 complaints on file for lot 6rsp005 and all related sub-lots: three complaints are on file for lot 6rsp 005: (1) fill volume, (1) adverse event report and (1) leaky syringe. Four complaints are on file for lot 6rsp005b: (1) defective plunger rod, (2) adverse event reports and (1) leaky syringe. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for both the events. Follow up information was received on 16-dec-2016. Global ptc number was added. Text was amended accordingly. Additional information was received on 03-jan-2017: batch/lot number was updated from 6rsp0052 to unknown. Ptc results were added. Text was amended accordingly. Additional information was received on 06-apr-2017 from health care professional. Batch/lot number and expiration date was added. Events of right knee pain and right knee swelling were updated from diagnosis to symptom of allergic reaction. Event of allergic reaction was added. Medical history and concomitant medication were added. Clinical course updated and text was amended accordingly. Additional information was received on 21-apr-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on 23-nov-2016 from a physician. This case concerns (B)(6) female patient who received treatment with synvisc and later few weeks after starting treatment had right knee pain, right knee swelling and effusion. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml (batch/lot number: 6rsp0052 and expiration date, frequency: not provided) for osteoarthritis. On (B)(6) 2016, the patient received second synvisc injection. On (B)(6) 2016, the patient received third synvisc injection. On an unknown date in (B)(6) -2016, a week after her third synvisc injection, the patient experienced right knee pain and swelling. It was reported that 30 ml of mildly turbid fluid was removed from the patient's right knee (right knee effusion) and an injection of cortisone was administered. Corrective treatment: cortisone injection for right knee pain and swelling; 30 ml of mildly turbid fluid removed, injection of cortisone for right knee effusion. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for all the events.

Event description:
This unsolicited case from united states was received on 23-nov-2016 from a physician. This case concerns (B)(6) female patient who received treatment with synvisc and later 15 days after starting treatment had allergic reaction and after few weeks had right knee effusion. No past drug or concurrent condition was provided. Patient had history of knee surgery and hysterectomy. Patient had no known drug allergies. Concomitant medication include back injections: celecoxib (celebrex), fentanyl, oxycodone hydrochloride/ paracetamol (percocet), ibuprofen (advil) and tizanidine hydrochloride (zanaflex). On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml (batch/lot number: 6rsp005b and expiration date: apr- 2019, frequency: not provided) for osteoarthritis. On (B)(6) 2016, the patient received second synvisc injection. On (B)(6) 2016, the patient received third synvisc injection. On (B)(6) 2016, 15 days after receiving the first synvisc injection, the patient experienced right knee pain and swelling the following days (allergic reaction). On an unknown date in (B)(6) 2016, after few weeks of receiving first synvisc injection, it was reported that 30 ml of mildly turbid fluid was removed from the patient's right knee (right knee effusion) and an injection of cortisone was administered. On (B)(6) 2016, patient recovered from the event of right knee pain and right knee swelling. Patient had no laboratory tests done for the problem. Corrective treatment: 30 ml of mildly turbid fluid removed, injection of cortisone for both events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for both the events. Follow up information was received on 16-dec-2016. Global ptc number was added. Text was amended accordingly. Additional information was received on 03-jan-2017: batch/lot number was updated from 6rsp0052 to unknown. Ptc results were added. Text was amended accordingly. Additional information was received on 06-apr-2017 from health care professional. Batch/lot number and expiration date was added. Events of right knee pain and right knee swelling were updated from diagnosis to symptom of allergic reaction. Event of allergic reaction was added. Medical history and concomitant medication were added. Clinical course updated and text was amended accordingly.